Manufacturer narrative:
G5: 510k: k102985. B4: 08jul2021. Complete repair information was submitted in the initial report.

Event description:
The customer reported that the unit was run prior to using for a patient and noise occurred. Reported that the pressure was slow to rise when the o2 concentration was 100%. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The service technician reported the phenomenon was confirmed. The device was checked, but any anomaly in the device, which was related to the reported noise, was not observed. A touched position was observed to be out of alignment. Although touch screen calibration was performed, the phenomenon was not resolved. Therefore, the touch screen was replaced and thereafter the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed.